Event description:
The customer states they have a defective battery. Customer states there was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.